Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 ¿ m2a magnum head ¿ 231430, us157856 ¿ m2a magnum cup ¿ 667860, 139258 ¿ m2a magnum taper - 267030. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2016 -03067, 0001825034 -2019 -05320.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation due to pain, elevated metal ion levels. During the procedure, metallosis and thin-walled pseudotumor type presentation which extended from the great trochanteric bursal region down into the posterior capsule to the joint. There was also noted tissue damage and destruction of the central half of the gluteus medius attachment to the greater trochanter and the cup appeared vertical. Attempts have been made and additional information on the reported event is unavailable at this time.